Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella could not be rolled up properly and put into the conveying device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The heartstring seal and tension spring assembly was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. The seal was examined, and there were no cracks or delaminated areas observed on the seal. Based on the return condition of the incomplete device, the reported failure "fitting problem" is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella could not be rolled up properly and put into the conveying device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.